Manufacturer narrative:
The initial MDR was submitted in error. The correct report was filed under 0003015876-2021-01867.

Event description:
The customer contacted stryker to report that their device had a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device had a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event.